Manufacturer narrative:
An attempt to reproduce the issue was not performed as the issue was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). We were unable to conduct a thorough investigation due to lack of application diagnostic logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely the issue is this could possibly be caused by a failure to respond to the pairing prompts presented on the device. This could also be caused by a bluetooth stack issue present on either the pump or the device. To assist with the resolution of the issue, we provided helpline team with the following steps. Basic steps: --------------- turn bluetooth off -> wait 30 seconds -> turn bluetooth back on when attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby) advanced steps: --------------------- clear data of bluetooth app: settings â¿¿ apps â¿¿ manage apps â¿¿ find and tap on bluetooth app â¿¿ clear data settings -> more connectivity options -> reset wi-fi, mobile networks, and bluetooth -> reset settings -> pin/fingerprint -> ok uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app reset network settings, there are two ways to do it: - settings â¿¿ connection & sharing â¿¿ reset wi-fi, mobile networks, and bluetooth â¿¿ reset settings - settings â¿¿ system â¿¿ reset options â¿¿ reset bluetooth and wifi â¿¿ on the dialog tap ""reset"". The issue was confirmed by analysis of the logs that were collected for the time of the event. We havenâ¿¿t received a response confirming whether the recommended steps resolved the issue. As a result, weâ¿¿ll be closing the ticket. If the issue persists, please let us know, and weâ¿¿ll be happy to reopen it select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to the minimed mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. The troubleshooting was performed and the issue was not resolved. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.